Event description:
It was reported that the patient was found unresponsive and required cardiopulmonary resuscitation (CPR). The pump was off at the time the patient was found. Once power sources were changed out, the pump restarted. The patient was intubated and sedated. The log file captured low voltage advisory events starting (B)(6) @ 03:43 and 03:59 while using battery power. The advisory events turned into hazard events @ 05:10 through 06:23 when the 14v battery power was depleted. The backup battery(ebb) in the controller powered the pump until 06:40 when the ebb was totally depleted and the pump turned off. Due to the clock reset, the exact pump off time was not able to be determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported syncope could not be conclusively established through this evaluation. The submitted log file captured a pump stop event due to full depletion of the external 14 volt batteries, as well as the system controller's internal backup battery (refer to the system controller investigation). No other notable events or alarms were observed. The pump appeared to function as intended prior to the pump stop and restarted without issue when power was restored to the system controller. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the system controller 2916596-2023-02659.